Manufacturer narrative:
Date of event: unknown. (B)(4). Investigation: a device history record review was performed for provided lot number 9350594. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 1 physical sample was received for evaluation by our quality team. Through examination of the sample, a visual inspection was performed with a 10x magnifying lens and no damages, or defects were observed. The sample was also paired with a syringe with saline solution and no leakage was observed while expelling the solution. As the sample did not show the symptoms of the complaint, a cause for this defect was not able to be produced.

Event description:
It was reported that the bd precision glide¿ needle leaked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, "the complaint was issued for unspecified leakage."